Manufacturer narrative:
(B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. 1. DHR was reviewed and no qn found; 2. Manufacture records were reviewed, no abnormal was found. 3. Appearance and clog test were inspected for 7pcs retention parts, all results passed. 4. Pen needle product has 100% np end angularity inspection and np point quality by visual system, and defect part will be rejected automatically. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. 5. Based on the investigation above, the certain cause can¿t be concluded at the moment.

Event description:
It was reported when using the pen needle 32gx4mm 14 pack, the device experienced difficulty delivering medication. The product was unable to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, the patient came to the hospital to get a disposable syringe needle for insulin injection. Before dinner on the same day, patient put a disposable syringe needle on the insulin and prepared to inject it. However, it was found that the insulin could not be pushed, no liquid could be produced, and there was a blockage. The patient tried many times, but it did not work. He then came to the hospital to the doctor to respond to the one-time use of injection pen needle blockage. The doctor also found that the needle of the disposable injection pen was blocked when he used it. When he removed the needle of the disposable injection pen, he found that the needle bent when it approached the insulin. After replacing a new disposable syringe needle of the same origin, the same batch number and the same model, the insulin was not blocked. Single medical device adverse event. (B)(4). 2021-8-09 received the sales representative update, the incident description is updated as follows: after verification, it cannot be ruled out that the patient¿s installation of insulin needles at home caused the needle to bend at the refill end. Temporarily resolve the complaint, and did a simple insulin needle installation training and precautions for the hospital person in charge.